Manufacturer narrative:
This report is submitted on january 21, 2022.

Event description:
Per the surgeon, the patient experienced poor performance with the device secondary to electrode migration and incorrect placement of the electrode at the initial implantation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.